Event description:
On (B)(6) 2022, the patient had zephyr valves implanted. During the procedure, one of the large sizing wings from the catheter came off while inside the patient. The sizing wing was extracted and the procedure continued with a different catheter.